Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the paramedics were called for the low blood glucose. The customer's blood glucose was 35 mg/dl at the time of incident. The customer stated that she was given medicine to bring her blood glucose up. The insulin pump will not be returned for analysis.